Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 390 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Customer declined follow up to obtain discharge date.